Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's spouse reported the garment was digging and rubbing into the patient's skin causing a boil filled with fluid that broke open. There was no alleged device malfunction contributing to the irritation. The patient's wife applied the medication cortisone 10 and used gauze on the irritation. The wife reported the irritation improved. It's unclear if a medical professional recommended the use of cortisone 10. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's spouse reported the garment was digging and rubbing into the patient's skin causing a boil filled with fluid that broke open. There was no alleged device malfunction contributing to the irritation. The patient's wife applied the medication cortisone 10 and used gauze on the irritation. The wife reported the irritation improved. It's unclear if a medical professional recommended the use of cortisone 10. Reporting out of abundance of caution. Supplemental report 9/10/2021: submitting report to correct section g4.